Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02405 & 1627487-2019-07406 & 3006705815-2019-02406 & 3006705815-2019-02407. It was reported that the patient developed an infection two months after being implanted. As a result, surgical intervention was taken to explant the scs system approximately on (B)(6) 2016.